Event description:
The customer reported that while the unit was in use on a patient, the nurse noted leak alarms. The doctor repositioned the catheter. After an autofill and insertion of a new catheter, therapy was continued. The patient expired the following day.